Event description:
It was reported that the patient had an achilles tendon repair on (B)(6) 2015 and was admitted on (B)(6) 2015 with a post-op infection. A PICC line was inserted for antibiotics treatment. A bacterial culture confirmed: enterobacter cloacae complex. Patient fine to date.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in patient.